Event description:
It was reported to boston scientific corporation in 2009, that a cre balloon catheter was used during an egd (esophagogastroduodenoscopy) procedure performed six days prior. According to the complainant, while attempting to remove the balloon from the patient at the conclusion of the procedure, the physician found that the balloon was not fully deflated with fluid remaining inside. As a result, the scope has to be removed from the patient with the balloon in the channel. The procedure was completed with the same cre balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.